Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump exchange from hmii to hm3 was planned due to an infection. However, once the chest was opened, it was too "dirty" for a pump exchange to take place. The surgeons took out the hmii and closed the chest. No bacteria was cultured. Infection symptoms were seen at the exit site, driveline, and the pump pocket.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii lvas patient handbook contains instructions on preventing infection. A specific cause for the reported infection could not be conclusively determined through this investigation. The evaluation of (B)(6) did not reveal any device-related issues. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.